Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures from the pump. The customer's blood glucose reading was unknown. The customer ran a self-test and the pump still alarmed pump error. The customer also mentioned that she changed the batteries more than normal within the past 2 weeks. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement. The hardware low levels error alarmed during self-test due to moisture damage on keypad traces. Device received with air leak during leak test at edge of belt clip. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, corroded force sensor assembly and moisture damage on all electronic assemblies.